Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the compressor and mufflers. The stm performed a full calibration and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), there was a compressor fault found in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), there was a compressor fault found in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.